Event description:
The patient called alleging that the meter would not power off on wednesday and the meter displayed the date on the bottom of the screen. The patient took their set amount of insulin that morning and afternoon without testing their blood glucose. In the evening, patient felt "out of it"; therefore, their family member gave patient some pepsi and contacted the paramedics. The family member tried to test the patient and was unable to obtain a reading. Paramedic's arrived shortly after and tested the patient and received a 21 mg/dl and was treated with IV glucose and soda. The patient was not taken to the hospital and was treated at home. No information on what the reading was prior to the paramedic's leaving. Customer service assisted the patient; however, the meter displayed an error 2 message and was unable to resolve the issue. Based on the information provided, this case is being reported as a serious injury; since the patient suffered a serious injury; and the meter may have contributed to the injury. The patient ended up making treatment decisions in the absence of a glucose reading.